Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 1134223. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd syringe 10ml saline fill (B)(4) sp, the device experienced difficult plunger movement. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: it happened in the department of head and neck radiotherapy. A total of 15 flush plunger could not be moved, so the samples could not be returned.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 1134223. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd syringe 10ml saline fill china sp, the device experienced difficult plunger movement. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: it happened in the department of head and neck radiotherapy. A total of 15 flush plunger could not be moved, so the samples could not be returned.